Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -14.00/1.5/080 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2020, but did not resolve the problem. On 10/nov/2020 the lens was removed and exchanged for a same length spherical lens and the problem was resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, dry, debres on product. Visual inspection found no visible damage and debris on lens. Claim# (B)(4).